Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14aug2019. The manufacturer¿s international service technician confirmed the reported co2 rebreathing issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the risk of repeated inhalation of co2. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.